Event description:
Reportedly, the caregiver noticed that the pt was hyperventilating and that the ventilator had stopped working with no alarm sound reported. The pt was switched to his bedside ventilator. He is not totally ventilator dependent. There was no serious injury in this case.

Manufacturer narrative:
Respiratory therapist. Evaluation summary: evaluation of the returned ventilator was unable to duplicate the conditions experienced by the customer. The ventilator was found to pass all functional tests and never shut down. All alarms functioned normally. The manufacturer has been informed of the result of this evaluation.